Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. Customer reported "bruises, black eye, possible brain bleed". Cause of bg level was not known. Customer went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged "a little over a week" later, customer could not recall exact release date. Customer reported "permanent damage to back and possible memory issues". Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.